Event description:
Reason for check: monitor shows failure to capture- cardiology does not think failure to capture. Left ventricular lead capture threshold unavailable. Cannot confirm l ventricular output is sufficient for consistent lv capture. R ventricular capture threshold trending upward. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).